Manufacturer narrative:
The insulin pump passed the displacement test and unexpected restart alarm test. No unexpected restart and signal too low alarm anomalies were noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address, serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and unexpected restart alarm. The customer¿s blood glucose level was 300 mg/dl. The customer stated that the pump went blank and restarted itself and also had high blood glucose. The customer also reported that they had unexpected restart alarm and another pump error alarm after battery change. The customer was advised that the pump will need to be replaced. The customer was to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.